Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inductor, designator l2, that missed solder on one side. This inductor, designator l2 on the system pcb assembly, missing solder on one side, made the pcb assembly sensitive to vibration.

Event description:
The customer contacted physio-control to report that their device powered off when they were monitoring a patient. The device would remain off for some time. When it powered back on, the device was fully functional. The device reportedly powered off more than once. There was patient use associated with the reported event however, there was no adverse patient outcome.